Event description:
It was reported that while implanting the device the surgeon had to tie holding the suture to keep the valve from opening during the procedure. Reportedly, the string that secures the device in place and prevents suture lopping broke during the case. It was reported that the valve was implanted.

Manufacturer narrative:
Device not returned.